Manufacturer narrative:
Damaged articulating mechanism and insufficient anvil crimp. Eval summary: the analysis showed that the device was received with the articulation mechanism damaged and with the anvil extended as the anvil crimp was noted to be insufficient. The anvil was manually inserted back on the device and the device was tested for functionality with a test reload on the left positions; when fire in the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a lap low anterior resection procedure, the device jaw became dismantled. The device was articulated and then closed on thick tissue. Another device was used to complete the procedure. There were no adverse consequences for the pt.